Manufacturer narrative:
(B)(4). Date sent: 04/18/2025. D4: batch # 479c05. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch 479c05 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/11/25. D4: batch #unk. A manufacturing record evaluation was performed for the finished device gst60w with lot number 479c05; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an esophagectomy procedure, it was observed that the staples malformed after firing the device. There was no patient consequence nor surgical delay reported. No additional information provided.